Manufacturer narrative:
H3, h6: the device was not returned for evaluation, all supplied information has been reviewed and we have not been able to confirm the complaint. Medical review concluded that there is insufficient to determine the causal relationship between the smith and nephew device and the reported issue. Therefore, the impact to the patient beyond that which has already been reported, cannot be determined. Should any relevant medical documents be provided, this compliant would be re-assessed. The probable root cause may include patients sensitivity to iodine. A documentation review has been conducted, confirming no previous complaints of this nature. No historical escalations or manufacturing problems were observed. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Without a valid lot, serial number we cannot perform any additional investigations, but we will continue to monitor for adverse trends relating to this product range. Smith & nephew continue to control the release of batches/devices against manufacturing specifications as part of our approved quality management system

Event description:
It was reported that, during treatment of pressure ulcers, the patient had been using an unknown cadex ointment in the past, but was found to have stopped using it due to iatrogenic thyroid abnormalities. The details of the previous hospital, former doctor, thyroid abnormality, current patient's status, pre-existing illness, cadex usage amount, usage time, occurrence time, etc. Were all unknown.